Event description:
The universal high torque drill was sent for evaluation due to overheating during testing at the user facility. There was no patient involvement; no adverse consequences associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.